Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
The patient reported going to the emergency room (ER) on (B)(6) 2025 after experiencing high blood glucose levels over 24 hours. The patient's blood glucose levels were 364 mg/dl and they had symptoms of diabetic ketoacidosis (dka), including vomiting. Her omnipod 5 controller showed 3.60 units of insulin on board (iob) but did not recommend a correction. She was unaware of dka or how to check for ketones. The patient spent four hours in the ER where she received intravenous (IV) fluids, blood work, a nerve test, a shot of humalog, and oxygen. The pod was worn between 1 and 4 hours on the arm. The patient has received guidance from the insulet call agent.